Manufacturer narrative:
Additional info: contact person(name: (B)(6), email:(B)(6)). It was reported that the cs300 intra-aortic balloon pump (iabp) facing k6, k6a, k7, k8 leak test failure. A getinge field service engineer (fse) reported that during pm unit failed k6, k6a,k7,k8 leak test. Fse replaced the volume cylinder ((B)(6)). Unit cleared for clinical use is unknown. Patient involvement is unknown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed k6, k6a,k7,k8 leak test. There was no patient involvement.